Manufacturer narrative:
Manufacturer report 2017865-2018-02137, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, a non sustained right ventricular oversensing episode was noted on (B)(6) 2017. The implantable cardioverter defibrillator exhibited post sensed t wave oversensing. The patient did not receive therapy. Programming changes were made to address the issue.